Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch. There was no adverse impact to the customer's blood glucose level. Tandem technical support reviewed pump data and confirmed that the pump was operating within normal temperature ranges. The customer continued to use the pump for insulin therapy.